Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, a curved opening and yellow particles. A leak test was performed, which found one opening. A microscopic analysis identified a smooth opening on the valve bond edge in the same location of the crease assessed as a fold flaw opening and wear abrasion. A fill inspection was performed, which identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.